Event description:
Event verbatim [preferred term]: burn blister [burns second degree], used without cloth layer between the wrap and the skin [intentional device misuse]. Case narrative:this is a spontaneous report from a contactable pharmacist. A (B)(6)-year-old male patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. The patient's medical history included cerebrovascular accident from an unknown date (reported as 2 years ago) and unknown if ongoing. The patient's concomitant medications were not reported. On an unspecified date, the patient used the heatwrap for the back himself and used it without a cloth layer between the wrap and the skin. The pharmacist stated he developed a burn blister and the patient was not lying on the wrap. Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. No follow-up attempts needed/possible. No further information expected. Company clinical evaluation comment: based on the information provided, the events of 'used of heatwrap without a cloth layer between the wrap and the skin; and developed burn blisters' as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial/final 10-day EU and 30-day FDA reportability. Comment: based on the information provided, the events of 'used of heatwrap without a cloth layer between the wrap and the skin; and developed burn blisters' as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no. Site sample status: not received.

Event description:
Event verbatim [preferred term] burn blister [burns second degree] , used without cloth layer between the wrap and the skin [intentional device misuse]. Case narrative:this is a spontaneous report from a contactable pharmacist. A 71-year-old male patient started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. The patient's medical history included stroke from an unknown date (reported as 2 years ago) and unknown if ongoing. The patient's concomitant medications were not reported. On an unspecified date, the patient used the heatwrap for the back himself and used it without a cloth layer between the wrap and the skin. The pharmacist stated he developed a burn blister and the patient was not lying on the wrap. Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. Product investigation results were as follows: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no. Site sample status: not received. No follow-up attempts needed/possible. No further information expected. Follow-up (04mar2020): new information received from product quality complaint group includes product investigation results. No follow-up attempts possible. No further information expected., comment: based on the information provided, the events of 'used of heatwrap without a cloth layer between the wrap and the skin; and developed burn blisters' as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.